Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that bard port access kits tegaderm do not stick to patient skin to prevent infection. In fact it is not securely adhered to the packaging either. This is all the kits, requiring using a #m tegaderm. Lot number is rehy1908. There was not any patient impact. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a dressing not adhering to a patient¿s skin is inconclusive because the clinical factors could not be reproduced. One dressing was returned for evaluation. An initial visual observation revealed some use residues along the returned device. The backing was observed to be sufficiently attached to the device. A small wrinkle was observed on one corner of the dressing. A tactile evaluation of the dressing revealed the backside of the device was observed to be tacky. A tactile evaluation of a non-complainant dressing was observed to be slightly tackier than the returned product. A functional test of attempting to stick the returned dressing to a fake skin revealed the dressing stuck; however, the fake skin does not accurately replicate the oils on real human skin. Because the returned dressing had wrinkles along its surface, it is not known whether attempts were made to use the device. Due to unknown usage of the device and unknown environmental factors, the complaint of difficult adhesion of a dressing to a patient is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that bard port access kits tegaderm do not stick to patient skin to prevent infection. In fact, it is not securely adhered to the packaging either. This is all the kits, requiring using a #m tegaderm. Lot number is rehy1908. There was not any patient impact. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.